Event description:
It was reported that during a low anterior resection procedure, after firing the device in the longer line of stapling not the whole line was fully stapled. In case of one of the affected two patients surgeon needed to make rectum extirpation instead of making anastomosis. There were no adverse consequences for the patient reported. One device will not be returned.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please explain what is meant by, rectum extirpation? This is not clear. Rectum extirpation means to destroy totally of anal canal, anus and rectum. Was the rectum removed? Irreversibly get anus prae. How did the surgeon complete the case after the rectal extirpation?